Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after the patient had a PICC line placed when the patient was moved from the bed to the transport car, the system controller was beeping intermittently. While removing the system controller from the fanny pack, the vad coordinator noticed that the beeping changed to a steady tone/red heart alarm. The vad coordinator checked the power and driveline, and both appeared ok. The system controller then went blank, and the green power light was not illuminated. The vad coordinator exchanged the batteries, but the system controller stayed blank. She then exchanged the system controller and stated, that "the new controller ran the vad appropriately". The patient was not symptomatic during the event.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of a continuous audible alarm without any illumination was confirmed in the evaluation of the returned device. During analysis, the device was connected to the manufacturer's laboratory test equipment and was unable to operate a test lvad. The device was unresponsive and had a continuous audible tone, consistent with the reported event. Evaluation of the device revealed damaged/shorted components within in the printed circuit board resulting in a disruption of the main voltage supply to several components. The analysis could not determine the specific root cause of the damaged/shorted components. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.